Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during preparation of the femoral neck, the drill bit 11.0 mm, conical, cannulated, length 280 mm has broken. To remove the drill bit fragment, it was necessary to remove the (tfn) trochanteric fixation nail, which allowed the verification that the nail locking mechanism, was loosened and avoiding the screw connection between the aiming arm and the nail, lock properly. It was reported that there is no information about non-sterile (tfn) trochanteric fixation nail; however, extra care should be taken, because there is no control in the position of the locking mechanism. The sales representative was present during the procedure. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Review of the device history records for part number 357.403, lot u132365, showed no nonconformances generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.